Event description:
It was reported that prior to use with 2 bd vacutainer® ultratouch¿ push button blood collection set the extension tubing had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: the extension tube has yellow stains before it is use

Manufacturer narrative:
H.6. Investigation summary: bd received [2] customer photos and [2] samples for investigation. The one customer photo shows a pbbcs device that appears to have foreign matter on a portion of the tubing. Therefore, this complaint can be confirmed based on the customer photo provided. Bd is able to confirm the customer¿s reported failure mode of fm-other based on the customer photo provided. In addition, the 2 customer samples were visually inspected for yellow tubing and foreign matter. One of the samples failed testing exhibiting yellow tubing. The yellow foreign matter was found to be embedded in the tubing and the supplier was notified. Therefore, this complaint can be confirmed based on customer sample testing results. Bd is able to confirm the customer¿s reported failure mode of fm-other based on customer sample testing analysis. Additionally, 100 retain samples were visually inspected for yellow tubing and foreign matter. All samples passed testing exhibiting no foreign matter or defects to the tubing. Therefore, this complaint cannot be confirmed based on the retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm-other based on retain sample testing analysis. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-04 h3 .other text : see h.10.

Manufacturer narrative:
Bd had not received samples, but [2] photos were provided for investigation. The one customer photo shows a pbbcs device that appears to have foreign matter on a portion of the tubing. Therefore, this complaint can be confirmed based on the customer photo provided. Bd is able to confirm the customer's reported failure mode of fm-other based on the customer photo provided. Additionally, [100] retention samples from bd inventory were visually inspected for yellow tubing and foreign matter. All samples passed testing exhibiting no foreign matter or defects to the tubing. Therefore, this complaint cannot be confirmed based on the retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm-other based on retain sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with 2 bd vacutainer® ultratouch¿ push button blood collection set the extension tubing had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: the extension tube has yellow stains before it is use.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd vacutainer® ultratouch¿ push button blood collection set the extension tubing had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: the extension tube has yellow stains before it is use.